Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and thresholds, and pacing failure. It was noted that the patient experienced palpitations and discomfort in the chest. The rv lead was reprogrammed but the thresholds continued to rise and become high, and the impedance rose to undefined impedance qualified as high. The patient also experienced dizziness. The rv lead is scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.